Event description:
Obturator of ivc filter sheath would not penetrate the valve, causing it to kink and not be usable. There was no patient impact, and the procedure was able to be completed: "a bard denali ivc filter was deployed at the level the renal vein outflow. Post deployment ivc gram was performed which demonstrated adequate placement of the filter."